Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that through remote monitoring, the patient's implantable cardioverter defibrillator exhibited lack of rf telemetry. The patient came into clinic and the transmission anomaly was confirmed. A device download was performed which restored the device's function. The patient was stable throughout.